Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a care facility nurse observed the patient¿s blood glucose to be high with a maximum reading of 568 mg/dl after an insulin occlusion alert and a failure to resume insulin delivery, followed by reconnection and continued monitoring; two device alerts were noted and the patient received a manual subcutaneous insulin injection. Symptoms included headache and nausea. Outcomes included transient impairment requiring assistance from a caregiver in the facility, with no hospitalization or professional medical intervention beyond routine care. Investigation included review of reported alerts, user education, and functional verification of insulin flow through the tubing by fill procedure. Investigation of this case revealed an interruption in insulin delivery due to an occlusion and delivery not resumed until later, after which glucose levels trended downward. It was concluded that the event was hyperglycemia with cause unclear regarding the underlying precipitant beyond the documented occlusion and lapse in resumed delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.